Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the device did not fire, and the surgeon was unable to squeeze the handle. The product was replaced complete the surgery and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.